Event description:
A united states distributor contacted zoll to report that a pt passed away on (B)(6) 2015. The pt experienced a treatment event. The pt was at his son's house at the time of the event. The pt was unconscious at the time of treatment. The pt's family was with the pt at the time of passing. The ems was called and CPR was initiated for 45 minutes without success. The pt received one appropriate treatment for ventricular tachycardia (vt) at 16:39:00. The pst-shock rhythm was asystole. Post-shock asystole is an expected, low-frequency complication of defibrillation. Bradycardia was apparent about 30 seconds later. At 16:39:52, a non-treatable rhythm was detected. The device was shutdown at 17:26:38. The pt passed away on (B)(6) 2015.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was fully functional and able to detect and treat a pt. Device evaluation of electrode belt sn (B)(4) was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any electrode belt malfunction related to the defibrillation event. Device manufacture date: electrode belt sn (B)(4): 03/2014 - reuse.